Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Below are the additional details available to the sales representative at this time. Information not listed was not available based on discussions with the clinical team. Account name: (B)(6). Product: prolene blue 36¿, 4-0 d/a sh. Product code: 8521h. Lot number: 10a71e. Patient demographics: age: 63 years. Gender: male. Weight: 113.9 kg. Height: 6¿0.¿ bmi: 32. Index procedure / diagnosis & indication: CABG including ascending aorta with proximal penny arch replacement and endoscopic leg harvest. Event date: CABG completed on (B)(6) 2026. Event occurred on april 2, 2026. Concomitant procedures performed: ascending aorta with proximal penny arch replacement endoscopic leg harvest. Initial surgical approach: open. Tissue on which the suture was used: distal anastomosis. Tissue condition: unsure. Closure technique / suture information: suture placement: continuous. Knot-tying method: square knot (assumed). Layered closure details: not available. Postoperative course / symptoms: on postoperative day 1, the patient was sitting in a chair and later ambulated at approximately 1:32 pm. After returning to the chair, an increase in chest tube output was observed with blood filling the chest tubes. The patient subsequently experienced cardiac arrest. Surgical intervention required: resuscitation efforts were initiated and the chest was reopened. Findings during re-intervention: the distal anastomosis (prolene suture) was reported to be separated. Did the suture break: the suture was not reported as broken; it was described as ¿separated.¿ appearance of the suture during second procedure: suture at distal anastomosis. Precipitating patient stress factors: none reported. Surgeon observation of any suture anomaly: none reported before, during, or after placement. Relevant patient history / concomitant medications: none reported. Physician opinion regarding etiology or contributing factors: not provided. Patient outcome: the patient passed away on (B)(6) 2026 following CPR and resuscitation attempts product return status: device returning- 2 boxes. Additional information was requested, and the following was obtained: our failure analysis lab received an extra product with reference to this complaint, it was received: product code: 8521h. Product lot/batch: 106d2j. Tracking# : (B)(4) ((B)(6)). Received at cg labs on 5/19/2026. 1. Could you please clarify if extra device belongs to this complaint? 2. If not, could you please clarify if the extra received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. This product is a part of this product complaint. The customer informed me they used suture from both boxes that I sent in, you all sent me two boxes but I shipped both products apart of this complaint in one box. Additional information was requested, and the following was obtained: there was no suture deficiency or intra-op abnormality noted during surgery. Both the surgeon & the cv team lead did not have any concerns about the suture intra-operatively. The surgeon who did the procedure was not the same one who worked to resuscitate the patient, after CPR he said the suture had "broke" and distal anastomosis was no longer together. The cv team lead told me the patient went into "cardiac arrest" and CPR was performed before opening his chest in attempt to revive him, did not get official cause of death. The surgeon does not want to speak with anyone regarding the situation or product. I will certainly update you in he does. I have attached the picture of the tracking information above. Investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one unopened sample was received for analysis. Upon initial inspection of the sample, no external damage was observed on the packet. The packet was opened, and the swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand, no anomalies or issues related to breakage were observed during evaluation. A functional test was performed using instron equipment and the tensile meet with the requirements. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2026 and suture was used. The procedure included an ascending aorta with proximal penny arch replacement and endoscopic leg harvest. The following morning, the patient was sitting up in a chair and was later assisted with ambulation at approximately 1:32 pm. After returning to the chair, an increase in chest tube output was observed, with blood noted filling the chest tubes. The patient subsequently experienced cardiac arrest. Resuscitation efforts were initiated, and the chest was reopened. It was reported that the distal anastomosis, or suture, was found to be separated. The patient passed away on (B)(6) 2026 following CPR and resuscitation attempts. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: lot numbe/number of sutures used: the exact lot number of the suture involved is unknown. The cv team lead recalled that lot #10a71e was one of the sutures used; however, she was unable to confirm whether this was the specific suture that broke. As a result, both lot numbers (10a71e and 106d2j) remain possible. Number of sutures that broke: unknown. Protective bolsters or sleeves used: it is unknown whether any protective bolsters or sleeves were used while handling the suture. Tie technique: it was reported that the suture was secured using a hand tie technique. Specific distal anastomosis details: due to involvement of a different surgeon during the re-intervention, no additional information is available regarding the specific details of the distal anastomosis.